Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a stroke and was admitted to the hospital on (B)(6) 2020. The stroke was diagnosed as a right cerebellar intracerebral hemorrhage with acute hydrocephalus. The diagnosis was made using a CT scan. The patient's symptoms included headache, dizziness, vomiting, and weakness. The patient's blood pressure was 141/88 mmhg when it was taken in the emergency department. The patient also had an infection of the percutaneous lead exit site, which was diagnosed as pseudomonas aeruginosa and treated with ciprofloxacin. The patient expired on (B)(6) 2020, reportedly due to stroke. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate ii lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hmii lvas IFU lists bleeding, stroke, infection (local, driveline and pump pocket), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. No further information was information was provided. The manufacturer is closing the file on this event.